Event description:
It was reported that the lead lce032752v was explanted due to ventricular oversensing. No patient complications have been reported as a result of this event. Device ID lce036315v was replaced due to atrial oversensing, the lead subsequently tested out of specification during manufacturer's analysis.